Event description:
Medtronic rep reported metal interference causing white-out images during surgery. Medtronic rep could see cage and staples in the pt during the exam. The use of the medtronic system was aborted. Surgery continued. No impact on pt outcome.

Manufacturer narrative:
Pt information unavailable at the time of report but has been requested. Due to metal interference in pt, identified as a staple, use of the medtronic system in this surgery was aborted. System check-out has been requested. Results will be reported upon receipt. The scans were evaluated by medtronic navigation's engineering team. Scans were found to have a higher range of pixel data than a typical CT scan due to the presence of a metal staple. The threshold slider in the register task of the software for adjusting the display range for the synthetic views is hard coded and works for most scans, however, in a scan with metal artifact, the data range becomes a higher range and the scan appears white-out resulting in a poor image quality.